Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2; related manufacturer reference number: 1627487-2020-01350. It was reported the patient underwent a permanent implant on (B)(6) 2020. Although there were no obvious signs of a cerebrospinal fluid (csf) leak, the patient suffered a headache following the headache and was not immediately released from the hospital. To address the issue, the physician performed a blood patch. The patient was released from the hospital on (B)(6) 2020.